Event description:
Dentist reports having 4 trophy x-ray units that have been part of a 1995 recall. Approx 2 yrs ago, they had all 4 arms of the 4 machines replaced by the manufacturer. All four are now leaking oil from where the x-ray head attaches. They state it's a hydraulic cylinder leak. Leaking oil makes x-ray head short out and not work. Dentist has made attempts to contact company many times by e-mail but has had no response. Cannot find a phone mumber that works.